Manufacturer narrative:
(B)(4). The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone material in the a is-1 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported that during lead revision, the new leads were unable to be connected to the device. The atrial connector set screw was unable to be tightened. The device was successfully explanted and replaced.